Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 it was reported by a caregiver that on (B)(6) 2025 the end-user was treated in the emergency department for hypoglycemia with blood glucose values of 47mg/dl while using the ilet bionic pancreas system. The user was treated with intravenous fluids and discharged the same day with no long-term health effects.